Manufacturer narrative:
Customer report was confirmed. Vigilance monitor error message observed, "fault continous cardiac output: check thermal filament connection". The thermal filament was found to have a full open condition. Continuity testing confirmed the open condition to be due to lead wires broken/detached at the thermal filament solder joints inside the connector. The lead wire was not fixed to the connector. No visible catheter body damage.

Event description:
C-cc-ac - accuracy; it was reported that continuous cardiac output measurement value was abnormally low. There was no problem found during bolus measurement. There was no patient complications reported.